Event description:
The representative subsequently reported the patient was seen clinically and the device pocket reopened to check the lead/device connection. The lead pulled free when the physician tugged on it, due to the device setscrew not being completely engaged. The setscrew was retracted, and the lead re-inserted and the setscrew tightened. Subsequent lead measurements were normal.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this recently-implanted right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) were associated with recorded high out-of-range shock impedance measurements during a scheduled device check. The representative reported noise could be induced on the shock channel with isometric exercises; the current shock impedance measurement was normal, and pacing thresholds were normal. A boston scientific technical services consultant (ts) discussed troubleshooting options and the possibility of a setscrew or connection issue. No adverse patient effects were reported, and the device and lead remain implanted and in service.